Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient has an infection at the ipg site. The patient's symptoms included redness and swelling. The physician explanted the patient's precision system and treated the patient with antibiotics. The patient was reportedly doing well after the explant.